Manufacturer narrative:
(B) (4). Eval results: death; angulated and diseased aorta. Conclusion: angulated and diseased aorta.

Event description:
A talent stent graft device was implanted into a patient for the endovascular treatment of a 5cm thoracic aortic aneurysm. The aorta was angulated with an 80 degree bend and then a 60 degree bend of the descending thoracic aorta toward the celiac artery. The iliac arteries were severely tortuous. The patient had a previous aorto-bi-femoral bypass for an aaa repair on 4 months ago. Four talent thoracic stent grafts were implanted 1 month ago using a conduit in order to avoid insertion through the aorto-bi-femoral bypass graft. The proximal-most device was implanted in a straight area of the aortic arch; however, due to the distal aortic angulation, there was difficulty removing the remaining 3 delivery system after the stent grafts were implanted as the nose cones were catching on the aortic curves. For the second device from the proximal end the physician advanced a sheath to constrain the nose cone and recapture it successfully (see MFR # 2953200-2010-01184). The nose cones of the third and fourth devices were recaptured by using a reliant balloon to deflect the nose cone away from the aortic curves (see MFR #2953200-2010-01185). All 3 devices were successfully removed with the nose cones recaptured. The patient was stable post-operatively. However, the patient went into multi-organ failure and expired the next day post-operatively from a massive atheroemboli, which presumably came during the endovascular repair. The patient developed multisystem dysfunction presumably from shower emboli during endovascular repair.